Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an intervention procedure. Reportedly, when attempting to remove the device, it was stuck in the patient. Use of the access ports were attempted, but was unsuccessful. The patient was taken to surgery to have the device removed and the vessel closed. Reportedly, the device was cut into 2 pieces. There was no adverse patient effects reported. Add'l info is expected to be received.

Event description:
Subsequent to the initial medwatch report a user facility medwatch report was received stating event desc: failed attempt to deploy and retrieve starclose closure device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
Evaluation of the returned device found it was fully clip-deployed. Inspection indicated that the clip with human tissue was caught within the uncollapsed locator at the access site, resulting in difficulty removing the device. This is consistent with the reported challenging anatomy due to 15 prior interventional closure procedures in the target groin. Because the wings did not collapse into the delivery tubeset at the access site when the clip was fired, the clip was captured within the locator. One of the wings was detached from the distal retaining ring, but remained securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that caught the clip and directly resulted in the difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.